Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
An additional device that was not initially reported to bd, was returned with product for existing record. During our investigation it was found that the stopper is not properly assembled on the plunger.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one physical sample was provided to our quality team for investigation. Through visual inspection, the stopper is observed to be incorrectly assembled onto the plunger rod. There was no damage or defect observed within the sample that could have contributed to this incident. A device history review was performed for reported lot 2402024, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the reported lot were used for additional evaluation. The products were inspected and all stoppers were found to be properly assembled. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
An additional device that was not initially reported to bd, was returned with product for existing record. During our investigation it was found that the stopper is not properly assembled on the plunger.